Event description:
Device analysis found that the polytetrafluoroethylene (ptfe) coating was scraped off. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the guidewire revealed that it was slightly bent at 68.0cm from its proximal end. The polytetrafluoroethylene(ptfe) coating was found scrapped off at 40.5cm from its proximal end. The torque device was on the guidewire and from the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The coating was present on the guidewire and no anomalies were observed with the coating. An unknown substance that appeared to be like white clumps was found on the guidewire at approximately 5.5cm from its distal end. The guidewire dimensions were found within specifications. A headway microcatheter was returned with the guidewire and it was observed to be bent and compressed on its distal section. During functional evaluation with each, a demonstration sl-10 microcatheter, and the returned headway microcatheter, friction was encountered as the guidewire was being advanced, likely due to the observed anomalies for which the root cause cannot be determined. The small white clumps of unknown material observed on the nitinol distal section may be the result of the interaction between the hydrophilic coating and procedural fluids (saline, contrast, blood, etc.); however, because this could not be re-created, it is also possible that this was a result of the device interaction with the microcatheter used in the procedure (coating possibly delaminated during insertion into the microcatheter). However, a definitive cause of the delamination could not be determined. In this case, it should be noted that although the hydrophilic coating possibly delaminated, the coating was still present on the guidewire. The observed ptfe coating peeling is believed to have occurred from an insecurely tightened torque device. The device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Therefore, a root cause of dfu instruction not being followed has been assigned to this finding.

Event description:
Device analysis found that the polytetrafluoroethylene (ptfe) coating was scrapped off. No clinical consequences were reported to the patient.